Manufacturer narrative:
We are actively engaged in trying to gather more detailed information towards clarifying the reported event. Have made numerous attempts at contacting the user facility contact. Left voice mails (5/18, 5/23, 5/29 & 6/1) to the facility contact asking for details, so far to no avail. Also as of this date, the complaint device has not been returned. We do not know the extent of the reported pt burn, nor if and how treated. Further, we do not believe that the reported device would be responsible for a pt burn. The complaint device is not used in any manner that it would come into direct contact with a body, and even stretching the imagination, if it were to come into contact with a body we cannot discern how and under what circumstances it could produce a burn. Efforts to gain possession of the complaint device and pertinent information are ongoing. If and when the complaint device is received, it will undergo a complete visual and functional examination. If the results of the device evaluation reveal any anomaly that could be even remotely connected or contributory to the reported incident type, that information will be reflected in a follow-up report. Also, if any clarifying information which is pertinent and germane to the issue is received, it will be reflected in the follow-up.

Event description:
It was reported by the customer that while using the vapr, the pt received a pt burn. No additional information was known by the caller.